Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with lower extremity arterial disease and underwent endovascular therapy. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced and pre-dilatation. However, during the first inflation at 12 atmospheres for 10seconds, the balloon ruptured. The device was removed, and the procedure was completed with a non-boston scientific (bsc) balloon followed by placement of a non-bsc stent. There were no patient complications were reported and the patient was in good condition post-procedure.